Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (leg), the pod's cannula looked kinked/bent. As treatment for hyperglycemia, a new pod was applied and a correction bolus was delivered.